Manufacturer narrative:
Returned cartridge performing in accordance with MFR specifications. A review of the reported cartridge lot number found no similar complaints reported. Clinical staff attributed event to a "first use" allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established.

Event description:
Upon initiation of hemodialysis at outpatient facility ctr, pt became diaphoretic, lightheaded, and hypotensive. The pt also complained of skin burning. Spo2 saturation -70-80%. Hemodialysis treatment was stopped and pt was transferred via ems to the emergency room. Pt was administered solu-medrol and benadryl IV in the emergency room. Supplemental oxygen was also administered. Reported symptoms resided after one hour and the pt was subsequently discharged with no add'l treatment required.